Manufacturer narrative:
Medwatch sent to FDA on 3/3/2016. (B)(4). The number of seri® devices involved is unclear from the report. Therefore, mfg report number mfg report number 8020862-2016-00018 represents the device implanted in this patient's left breast. Clarification: the code for patient problem/medical problem was selected to report the patient's mental and nervous pain and suffering. These events represent physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling addresses the reported event of inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Patient's attorney reported patient experienced chronic inflammation, pain, emotional stress/trauma, and mental, physical and nervous pain and suffering. This complaint is associated with a seri surgical scaffold device placed in the right breast.

Manufacturer narrative:
Medwatch sent to FDA on 4/8/2016. (B)(4). Mfg report number 8020862-2016-00018 and 8020862-2016-00017 have been determined to be associated with the same device.

Event description:
Patient's attorney reported patient experienced chronic inflammation, pain, emotional stress/trauma, and mental, physical and nervous pain and suffering. This complaint is associated with a seri surgical scaffold device placed in the right breast. Follow-up information received from the patient's physician indicated that one seri device was placed bilaterally in the breasts during revision to breast augmentation. Post-implantation, the patient developed necrotic tissue on the left breast only. The concomitant breast implant became exposed. The physician removed the breast implant, necrotic tissue and seri from the left breast approximately 3 months after implantation. The device remains implanted on the right side.